Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implanted lead had high impedances, and as a result, was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. Issue resolved.